Event description:
Further information was received that the patient underwent a replacement surgery for the high impedance. Before the lead was replaced, multiple system diagnostics were reportedly run on the vns system. The manufacturer representative reported that different impedance values between normal and high were seen. The surgeon then ran a generator diagnostic test on the generator using a test resistor pin. This reportedly showed high impedance. The surgeon decided the generator was the cause of the high impedance so he replaced the generator. The lead was left implanted. System diagnostic results were within normal limits after generator was replaced. A review of the device history record indicated the generator had passed all quality inspections and electrical tests prior to release for distribution. The generator has not been received by the manufacturer to date. No further relevant information has been obtained.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out information regarding an adverse event before the device malfunction was found.

Event description:
In addition to the coughing that was initially reported, the patient also reported gagging that occurred with the coughing before high impedance was seen. Further information was received that the generator was received by the manufacturer however analysis has not been completed to date. No additional relevant information has been received.

Event description:
Product analysis was completed and approved on the generator. There were no surface abnormalities noted on this generator besides the typical tool marks and discoloration seen with implant and explant. However, additional visual observations using x-rays showed that the negative feed-thru wire was broken at the gold brazing within the header, which is not typical in a surgical procedure. Based on the sem analysis of the negative feed-thru wire, reverse bending fatigue could be observed. A window was cut into the pulse generator case to access the negative feed-thru connection on the substrate. Bench wires were temporarily attached to the negative output at the substrate, so further analysis could be performed. Interrogation and system diagnostic tests were then taken and communication, lead impedance, and current delivered were all within normal limits. A final electrical test was performed, and showed that the pulse generator performed according to functional specifications. The data dump provided evidence of high impedance likely seen by the surgeon before explant. Other than the noted event, there were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
Report received that a patient was seen by the neurologist and high impedance was observed after interrogation of the vns. The settings from before the high impedance were provided but it was not indicated whether the vns was turned off after seeing high impedance. The patient had previously reported having coughing about 11 days prior to high impedance being seen. At that time, the patient's magnet was used to disable the device. Upon the removal of the magnet the next day, the coughing subsided and the patient's mother reportedly did not believe it was related to vns stimulation. A definite assessment to the coughing as it related to high impedance could not be made by the physician. Further information was received that x-ray images were taken and the physician did not believe they showed the cause of high impedance. No fractures were reportedly seen. However, these images were not evaluated by the manufacturer. No surgical intervention has occurred to date. No further relevant information has been received to date.